Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report a pump error 25 alarm. The customer's blood glucose level was unknown. The customer's device will be returned for analysis. No further details were provided.

Manufacturer narrative:
The insulin pump was received with critical pump error open book image alarm and broken force sensor error due to moisture damage on the force sensor. Moisture damage was also found on the electronic assembly and motor during our visual inspection. Unable to perform the self-test, displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error open book image. The insulin pump had scratched case, case cracked behind the pump at the corner of the belt clip rails, pillowing keypad overlay and minor scratched lcd window.